Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. The insulin pump was received with a cracked reservoir tube.

Event description:
It was stated that the customer was hospitalized for high blood glucose levels. The husband also reported the insulin pump alarming no delivery. Troubleshooting was performed, and the insulin pump passed the prime and high pressure tests. Nothing further was reported.